Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that a complete loss of capture was observed and the right ventricular lead had perforated the heart during an implant procedure. The physician performed pericardiocentesis and increased the device output to maintain capture. The lead was explanted and the patient was stable post procedure.